Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The reporter stated that the infusion device was delivering an inaccurate amount of insulin. The patient was hospitalized due to hyperglycemia. At the hospital, the patient's blood glucose level was 30.0 mmol/l and she was diagnosed with diabetic ketoacidosis. The patient was treated with insulin and sodium chloride via infusion. The patient's blood glucose went down to 15.0 mmol/l. It is unknown on how long the patient was hospitalized. The infusion device was requested to be returned for product evaluation.